Event description:
It was reported that during the procedure, the physician felt some difficulties with placement of the stent in the circumflex and he removed the stent delivery system and guide wire. After removing them, the physician noticed that there was no stent delivery system. Post documentation in radiology showed that the stent was in the left main. The physician removed the stent from the coronary artery using a guide wire and a dilatation catheter. The physician put them inside the stent and then inflated the balloon a little bit. The stent was successfully removed and it was thrown away by the physician. Reportedly, the patient feels well.